Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735800, serial/lot #: (B)(6) , ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. The foot switch was replaced and the system performed as intended. Codes: b01, c07, and d02 are applicable. H3) the foot switch was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the lemo connector was disengaged and there were exposed wires. Codes: b01, c0204, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the foot switch connector was damaged. There was no patient involvement.